Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient's generator was explanted due to infection. The physician did not know the cause of the infection. Generator device history record was reviewed, and no unresolved nonconformities were identified. The devices were sterilized prior to distribution. No other relevant information has been received to date.